Event description:
It was reported that the patient presented for a routine generator change. The physician attempted to use a standard screwdriver to loosen set screws in the pacemaker header that would not turn. An attempt was made to remove the set screw with an allen wrench. After increasing pressure one set screw stripped. A decision was made to use a bone cutter to open the pacemaker header. While waiting on the instrument, both sealing rings were removed to improve seating of the wrench. Eventually the pacemaker header was broken in multiple places. With both setscrews excised and placed on the table, the leads were still stuck. The rest of the pacemaker header was cut so the leads were removed. The metal bands through which the leads were originally inserted had to be pried off or cut off. The leads were both tested successfully and inserted into the new pacemaker header with no issue. The patient was pacemaker dependent, but no adverse consequences or patient harm was observed.

Manufacturer narrative:
The reported event of leads stuck in the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the leads to become stuck in the header connectors. Lead removal was best accomplished by destroying the header to free the leads intact. Actions have already been taken to prevent reoccurrence of this problem. A header re-design has been implemented to correct this issue. Setscrews were not the problem.